Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and stent dislodgement occurred. The target lesion was located in the focal right coronary artery (rca). A synergy¿ drug-eluting stent was advanced to treat the lesion. While the physician attempted to stent the lesion, the stent was loosened on the balloon. As the device came out of the guide catheter, it was noticed that the stent slid proximally on the balloon. The stent was able to be delivered and deployed and the stent delivery system was removed. The procedure was completed. No patient complications were reported.